Manufacturer narrative:
Na

Event description:
Two months post-implant, rv lead measurements were different from implant. X-ray showed no obvious shifts of the lead. The lead was repositioned in 2009.